Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston of the insulin pump was blocked after doing a set change. It was stated that it was not possible to make the self test and the displacement test. Customer's blood glucose was not provided at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/test and excessive no delivery test. No prime anomaly noted. Insulin pump had cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.